Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue while the pump showed a static value of 85 despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.